Event description:
It was reported that during a lung transplant procedure, the device did not fire staples. The device was reloaded with another reload and it worked fine to complete the case. There were no patient consequences.

Manufacturer narrative:
(B)(4). The analysis results showed that the reload arrived in good visual condition and fully loaded with staples. The reload was tested for functionality with a test device. The device fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.